Manufacturer narrative:
Exactech complaint history from january 1, 2008-october 1, 2024 was reviewed for reports of shoulder infections. The sales data for all humeral stems was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. This follow-up report is being submitted to relay additional information. The following sections were updated: d10. D10: 320-42-13 - 145-deg pe 42mm const hum liner +2.5 (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6). Exc-eqrv42-us - orthosensor 42mm USA (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-15-04 - rs glenoid plate r post aug, 8 deg, right (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). 320-06-42 - glenosphere 42mm (B)(6). 315-35-00 - glnd kwire (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). Tpa-13 - cement restrictor xs (extra small, sz 13) (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Event description:
As reported, approximately 4 years after the first revision surgery, the patient underwent a second right side revision due to infection. The patient was revised to an antibiotic spacer. There was no reported breakage of a device. There was a > 45 minute delay, the patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.